Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch for the device was not provided, a device history could not be performed. The device history records were reviewed for the reload and the manufacturing criteria were met prior to the release of this batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces of the devices fall into the patient? If yes, were they retrieved? Will all pieces be returned with the devices? If no, were they discarded?

Event description:
It was reported that during an unknown procedure, the firing knob of the device broke when the surgeon was pushing to fire the staples. At the same time, the reload only fired half of staple due to insufficient firing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces of the devices fall into the patient? No, there weren¿t any broken pieces fell into the patient¿s body will all pieces be returned with the devices? Both body and the cartridge were returned.

Manufacturer narrative:
(B)(4).batch # l54k99. The analysis results found that the ntlc55 instrument was received with no apparent damaged with a cartridge reload loaded in the instrument. The cartridge reload had the swing tab in the locked position, with seven drivers up along the cartridge deck and the remaining drivers were down with staples present. This condition is consistent with an improper loading technique. Reference ¿instructions for use¿ for complete loading instructions. The device was tested for functionality with a test cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The firing knob functioned as intended and without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.